Event description:
It was reported that the ilet pump was dropped, resulting in a cracked and unresponsive touchscreen that prevented device unlocking and normal operation; the patient also reported elevated blood glucose and transitioned to subcutaneous insulin by pen while continuing cgm use with dexcom g7. Symptoms included hyperglycemia. Outcomes included interruption of automated insulin delivery and the need for alternative insulin therapy. Investigation included review of the event description, verification that data were synced to the mobile app, and arrangements for replacement with return of the original device. Investigation of this case revealed physical damage to the touchscreen consistent with accidental drop impact, rendering the display nonfunctional and preventing user interaction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced accidental damage leading to device component failure of the touchscreen.